Manufacturer narrative:
Updated/corrected b5: description of problem. Updated h6: medical device problem code. Updated h7: component code. This was initially reported due to "particulate in syringes" however it was clarified that the particulate was found on or in the packaging of the syringe, not in the syringe itself.

Event description:
Facility initially stated they were finding a lot of particulate inside the syringes, however the rep clarified that the particulate was found on the packaging of the syringes, not the syringes themselves.

Event description:
According to the facility, on (B)(6) 2025, they were finding a lot of particulate inside the syringes.

Manufacturer narrative:
According to the facility, on (B)(6) 2025, they were finding a lot of particulate inside the syringes. There was no patient involvement, they failed visual inspection. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.